Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the junction. This was discovered during use. The following information was provided by the initial reporter: at 0:10 on (B)(6) 2019, the patient was admitted to the hospital for infusion therapy, and the indwelling needle was indwelled. The leak was found at the junction between the indwelling needle and the handle, and the indwelling needle was replaced.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the junction. This was discovered during use. The following information was provided by the initial reporter: at 0:10 on (B)(6) 2019, the patient was admitted to the hospital for infusion therapy, and the indwelling needle was indwelled. The leak was found at the junction between the indwelling needle and the handle, and the indwelling needle was replaced.

Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Five retained samples were tested for leakage, and all passed. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.